Event description:
Pt hypertensive 172 sbp, nitroglycerin drip increased to maximum recommended dose with no effect on bp. Upon inspection, a puddle was noticed under the IV pump and upon tracing the IV lines, the IV manifold was leaking from white, middle port. Lines exchanged and pt received proper dose of medication and bp returned to desired parameters.